Manufacturer narrative:
Concomitant product(s): - model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical services with an inquiry regarding the patient's right atrial (ra) lead functionality. The information received on the provided file was reviewed by qualified personnel. It was determined that the ra lead exhibited questionable capture and far field r-wave (ffrw) oversensing. Follow up was conducted and it was verified that reprogramming had been completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.